Manufacturer narrative:
Philips received a complaint that the philips heartstart mrx defibrillator required co2 calibration. There was reportedly no patient involvement. A philips field service engineer (fse) was called to perform the calibration. Onsite troubleshooting was then performed, revealing that co2 calibration was necessary. The fse proceeded with the calibration, and tests were conducted, resulting in a successful outcome. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that there was a problem with the co2 which required calibration, calibration failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.